Event description:
Account called and stated that a consumer that was renting the symphony breast pump was diagnosed with (B)(6).

Manufacturer narrative:
In a follow up with the rental station, it was indicated that there was limited info available about the issue. It was known that the customer was using a kit they purchased from the hospital rental station. The customer was diagnosed with mastitis. As a result of not treating it properly upon the advice of the hospital, the customer was then diagnosed with (B)(6). The (B)(6) was believed to be community based and could not be pinpointed towards the equipment or hospital. ¿mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. "[Breastfeeding and human lactation¿ (riordan and wamback, 4th edition, page 294)]¿. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Additionally, we will continue to attempt to make contact with the customer to get add¿l complaint info. Should add¿l info be received, resulting in new, changed, or corrected info, a follow up report will be filed.